Event description:
A malfunction was reported on the pump. It was confirmed that no notable events occurred before the malfunction, and there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.